Manufacturer narrative:
H3 and h6 codes - updated. D9 - date returned to MFR: 3/11/2026. The suspected device was returned for evaluation. The device was visually inspected and found corners on the front side of the uppercase are chipped. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. The customer reported issue was duplicated during the functional testing. The probable cause is damaged motor. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device motor was not running. There was no patient involvement, and no harm reported.